Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the device was observed to be in back up vvi mode. The firmware download was successfully performed to resolve the issue and device function was restored. The patient was stable with no adverse consequences.